Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported incomplete sheath split was confirmed as the device was returned with the sheath partially split. The reported failure to deploy the wings could not be confirmed as the wings successfully deployed during returned device re-assemble functional testing. The reported difficulties and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional superficial femoral artery procedure. Reportedly, the starclose se vessel locator wings would not lock in position. Sheath splitting was attempted and could not be completed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.